Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an erroneous replace system controller message appearing on the system monitor was confirmed via the submitted image. The system monitor ((B)(4)) was not returned for analysis; however, an image of a replace system controller alarm active on the system monitor was submitted from the customer. A log file was submitted for review but did not contain any notable alarms. Additional information provided on 11feb2021 stated that the system controller used during this event was changed prior to receiving the log files, and the error did not reappear. A root cause for the erroneous replace system controller message on the system monitor was unable to be conclusively determined through this analysis. The device history records were reviewed (shop orders # (B)(4)) and the records revealed the heartmate system monitor (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications and customer order, (B)(4), was shipped on 22jun2017. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (doc. #(B)(4), rev. C, section titled ¿setting up the system monitor for use with the power module¿). Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including replace system controller alarms. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor read "replace system controller." There were no other concurrent alarms with the message. The log file that did not capture any controller issues. It could have been a false alarm on the system monitor and it was recommended to reboot it. The controller was changed prior to receiving log files results. The error message did not reappear after the exchange. Related manufacturer report number: 2916596-2021-00918.